Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when device was being replaced for normal battery depletion the lead broke off and was not fully removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.